Event description:
Patient underwent right scaphoid excision with partial wrist arthrodesis. This original surgery occurred 3 years ago. Seven (7) screws and hubcap plate were removed as a screw had broken.